Event description:
The pt (B)(6) received an scs system on (B)(6) 2011 including a lead implanted in the groin (off label indication). It was reported the pt experienced overstimulation in the area of the lead and since that time has lost all stimulation from the system. Surgical intervention was undertaken on (B)(6) 2011 to address this issue. Intraoperative testing of the lead found invalid impedance measurements. As such, the device was replaced. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Evaluation results: a visual inspection of the lead was performed and no discrepancies were noted. Electrical analysis confirmed the lead's electrodes 1, 2 and 4 were electrically open. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.